Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: d10, g2, h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via direct call to the emergency support program, with no reported patient harm. Trent, an rn in the cath lab, reported unexpected pressure readings after placement of a fiberoptic intra aortic balloon (iab). Initial reported pressures were 55/48 with cuff pressure 125/58, later changing to 70/50 with augmentation of 75. A screenshot provided showed assisted pressure 63/45, unassisted pressure 69/45, mean arterial pressure 61, and augmentation 105 at maximum assist. Catheter placement was reportedly confirmed under fluoroscopy, and no known aortic insufficiency was present. Troubleshooting recommendations were provided, including replacing ECG electrodes, applying doppler gel, flushing the inner lumen in standby, and re confirming balloon tip placement between the 2nd and 3rd intercostal space. Before product surveillance information could be collected, trent ended the call. Over an hour later, he reported they replaced the iab with another 50cc catheter and the pressures improved. The original catheter was discarded and product demographics were not provided despite follow up attempts. Based on the event description, unable to determine due to device disposal and lack of product information. Since the second balloon functioned normally and no analysis of the first device was possible, a device malfunction cannot be confirmed. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported through direct call to the emergency support program, with no reported patient harm. (B)(6), an rn in the cath lab, reported unexpected pressure readings after placement of a fiberoptic intra aortic balloon (iab). Initial reported pressures were 55/48 with cuff pressure 125/58, later changing to 70/50 with augmentation of 75. A screenshot provided showed assisted pressure 63/45, unassisted pressure 69/45, mean arterial pressure 61, and augmentation 105 at maximum assist. Catheter placement was reportedly confirmed under fluoroscopy, and no known aortic insufficiency was present. Troubleshooting recommendations were provided, including replacing ECG electrodes, applying doppler gel, flushing the inner lumen in standby, and re confirming balloon tip placement between the 2nd and 3rd intercostal space. Before product surveillance information could be collected, trent ended the call. Over an hour later, he reported they replaced the iab with another 50cc catheter and the pressures improved. The original catheter was discarded and product demographics were not provided despite follow up attempts.

Event description:
It was reported through a direct call from the customer to the emergency support program that, intra-aortic balloon (iab) unable to monitor waveform. There was no patient harm.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).